Event description:
It was reported that the 9800 system won't film correctly. Also, there was a workstation error and light squares on the left monitor. After reboot, the keyboard would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.